Manufacturer narrative:
The handpiece (hp) was returned for evaluation. A review of the manufacturing records confirmed that each handpiece was produced according to manufacturing standards and met release specifications. Additionally, there were no similar complaints against any of the hps, nor were any adverse trends for the reported event type identified. The phacoemulsification handpiece was received for evaluation. A visual assessment of the returned sample showed a nonconforming strain relief at the cable junction. The handpiece was then flushed for particulates testing. The samples were visually and microscopically analyzed and found to contain brown particles up to 70 m in length, clear fibers up to 1.4 mm in length, dark fibers up to 2 mm in length and numerous reflective particles up to 66 m in length. Representatives of each foreign material were then isolated and analyzed. Comparison of the brown particles generated ir spectra to a library of spectra finds the best match to be skin tissue. Comparison of the clear fibers finds the best match to be cotton. Comparison of the reflective particles finds the best match to be titanium. However, the exact quantity and origin of the foreign material remains inconclusive. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the handpiece to meet specifications. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet specifications. It should be known that handpieces are inspected during manufacturing for metal particulates, as directed. The inspection approach taken follows a statistically valid continuous sampling plan, per military standard. There were no non-conformities observed during manufacturing of this handpiece. The phacoemulsification handpiece directions for use (dfu) includes a warning: before each use, the handpiece and power cord should be inspected for damages (e.g. Nicks, crimps, dents, exposed wires). If the handpiece is damaged it should be immediately removed from service. Use of a damaged handpiece may result in serious permanent patient injury. We do not recommend using products that are out of specifications. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery, when he inserted the tip with sleeve in to the eye and pressed down the pedal, a white substance came from the handpiece in to the eye and caused a burn at the incision site. The white material was removed in the same surgery and the procedure was completed by implanting the intraocular lens. The cornea was sutured to seal the incision site. The surgeon suspected the handpiece, phacoemulsification tip and material as the cause of the burn.